Event description:
Boston scientific is implanting interventional cardiac defibrillators ICD as a monitoring devices instead of an evidence based event or condition. My situation was the teligen e110 model with guidant leads being implanted as the outcome of an adverse event of the (B)(6) using midazolam in mistaking my doing push-ups as being collapsed and trying to get up at a sports field. The midazolam led to the side effects of irregular heartbeat, breathing difficulty and amnesia. (B)(6) hospital carelessly applied external defibrillator pads to the midazolam side effects to cause a temporary coma. The midazolam was previously reported to FDA medwatch and confirmed with a letter dated (B)(6) 2010. Cardiologist dr. (B)(6) and neurologist dr. (B)(6) reported all tests "normal" and "nothing wrong". The boston scientific rep covering (B)(6) hospital contact dr. (B)(6), based in (B)(6), to implant the unnecessary ICD. The boston scientific rep was a former nurse to dr. (B)(6). Dr. (B)(6) came in the (B)(6) hospital room for one minute the night before implanting the ICD. Dr. (B)(6) did not show up at three subsequent follow-up calls at (B)(6). The boston scientific rep, (B)(6), did show up twice and said that my ICD complications were from "being thinner than most americans." The swallowing and constriction complications of the ICD require its removal, but the risks are its closeness to my throat and vocal cords. Dates of use: (B)(6) 2010 - (B)(6) 2012. Reason for use: temporary 35% cardiac ejection fraction from midazolam & ied. Gurney tie-down knee abrasions claimed to be evidence of...

Event description:
Add'l info received from reporter on 05/13/2019 for report mw5026285. Implanted cardioverter defibrillator from boston scientific teligen e110, caused adverse shock throwing me across apartment with bruises, blood and day-long temporary coma. Fourth apartment that I have bloodied, about a dozen incidents since 2010, hospitals that only wanted to treat symptoms that appear like epileptic or meningitis seizure. Battered from shocks. (B)(4).